Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "one sample was returned the manufacturer. 1 sample was returned for investigation. Bronchial tube was inflated using endotest for both clear and blue cuff. Bronchial blue cuff passed as it was able to maintain its pressure at 25 mbar. The tracheal clear cuff failed as it was unable to maintain its pressure at 25 mbar. The clear cuff was observed under magnifying camera to observe the leak. It can be observed cut marks on cuff. Based on the investigation, the defect mode on cuff leakage was confirmed but cannot be verified as manufacturing related root cause. There was cut mark observed on the actual sample. In addition, visual inspection, 100% water leak test, inflation and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 2 nov 2023, the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that on (B)(6) 2023, the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: 2 nov 2023, the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient.